Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 537 mg/dl. Customer¿s mother declined troubleshooting for high blood glucose. Customer stated that the insulin pump received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The insulin pump will not be returned for analysis.